Manufacturer narrative:
On january 06, 2026, mentor received additional information regarding the patient's event. It was reported that the patient also experienced breast ptosis and had double bubble snoopy dog ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant and experienced a rupture and capsular contracture (baker grade unknown) on the left side post-operatively. The patient mentioned that the breast was misshapen for several months and felt hard. As a result, the patient underwent explantation on (B)(6) 2025 and replaced with a 275cc mentor memorygel breast implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).